Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had pump error post-reset ram crc alarm. Customer blood glucose level was 210 mg/dl. Customer also stated that the insulin pump had replace battery now alert and received multiple insert battery alerts approximately one hour after the low battery alert. The device will not be returned for analysis.